Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal circumflex artery with moderate calcification and heavy tortuosity that was 90% stenosed. Pre-dilatation was performed with a 1.5 x 6 mm and 2.0 x 12 mm unspecified balloon catheters. A 2.25 x 28 mm xience xpedition stent delivery system (sds) met resistance with the anatomy during advancement when the proximal shaft kinked and separated into two pieces. The separated portion of the sds was simply removed by pulling out from the separated shaft and replaced with another xience xpedition stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported shaft kink and shaft detachment were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, shaft kink and shaft detachment appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.